Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with non-sustained right ventricular oversensing due to post paced t wave oversensing. No changes were reported. The patient was stable.